Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a sleeve gastrectomy on the second firing with the device and plee60a with a black reload, the inner row of staples fired without hitting the anvil. The doctor uses gore seamguard all the way. The case was completed with two secure staple lines on each. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Photographic analysis: one picture in a pdf document was provided. The picture shows a staple line with some reinforcement material, staples legs on the upper side, can be seen. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.